Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had high blood glucose levels, which he tried to treat with a bolus but could not bring it down. When he noticed signs of diabetic ketoacidosis, he went to the emergency room at a blood glucose level of over 600 mg/dl. The patient stayed there for about 4 hours and received intravenous drip (drug name unknown). Subsequently, on (B)(6) 2019, he was admitted in the intensive care unit and the nurse stated that he was in diabetic ketoacidosis, as he had ketones. During hospitalization, he received intravenous drip (drug name unknown), which resolved the issue. On (B)(6) 2019, the patient was released from the hospital and had no permanent damage. The infusion was used for two days. Moreover, it was mentioned that after leaving the hospital, he removed his cannula (which he still had on during the hospital visit) and observed that the cannula was bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.